Event description:
Reporter indicated that device interrogation at follow-up office visit revealed that both the normal mode and magnet mode output currents were set to 0.00ma instead of to the prescribed parameters to which they were last programmed. It was reported that the patient has experienced an increase in seizure activity above previous efficacy with the vns therapy, but not above pre-vns baseline frequency. The device was reprogrammed to prescribed settings. Device diagnostic testing was reportedly within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Although neurologist's nurse indicated that their office always interrogates vns pt's devices prior to their leaving the office to ensure that the device is programmed to prescribed settings, user error during previous programming session is suspected.